Event description:
Same case as MFR report #: 2134265-2010-02905, 2134265-2010-02913. It was reported that during a percutaneous coronary rotational atherectomy interventional procedure, a wire fracture occurred. The 100% stenosed, chronically occluded lesion was located in the proximal to distal right coronary artery (rca). An unspecified balloon catheter and non-bsc micro catheter did not cross the lesion. The floppy rotawire guide wire crossed the lesion. The physician advanced the 1.5mm rotalink plus burr and performed ablation, however the burr could not cross the lesion so the physician exchanged the burr for a second 1.5mm rotalink plus burr. During advancement of the burr in dynaglide, the physician encountered difficulties advancing the burr. The unspecified guide catheter moved from position and the burr moved proximally into the aorta. The physician was unable to advance the burr further, and therefore removed the entire system as one unit. Upon removal, the physician noted that the floppy rotawire guide wire had fractured, and approximately 14cm of the wire remained in the patient. The physician attempted to retrieve the wire unsuccessfully, and closed the procedure. Two days post procedure the patient was taken to surgery and during surgery the wire fragment was removed. No further complications were reported, and patient status was reported as 'stable'.

Event description:
Same case as MFR report #: 2134265-2010-02905, 2134265-2010-02913. It was reported that during a percutaneous coronary rotational atherectomy interventional procedure, a wire fracture occurred. The 100% stenosed, chronically occluded lesion was located in the proximal to distal right coronary artery (rca). An unspecified balloon catheter and non-bsc micro catheter did not cross the lesion. The floppy rotawire guide wire crossed the lesion. The physician advanced the 1.5mm rotalink plus burr and performed ablation, however the burr could not cross the lesion, so the physician exchanged the burr for a second 1.5mm rotalink plus burr. During advancement of the burr in dynaglide, the physician encountered difficulties advancing the burr. The unspecified guide catheter moved from position and the burr moved proximally into the aorta. The physician was unable to advance the burr further, and therefore removed the entire system as one unit. Upon removal, the physician noted that the floppy rotawire guide wire had fractured, and approximately 14cm of the wire remained in the patient. The physician attempted to retrieve the wire unsuccessfully, and closed the procedure. Two days post procedure, the patient was taken to surgery and during surgery, the wire fragment was removed. No further complications were reported, and patient status was reported as "stable".

Manufacturer narrative:
Device evaluated by MFR: the entire wire was not received for analysis. Based on the length of the wire received there is no more than 16.54 cm of the distal end of the wire that was not received for analysis which includes the spring tip. The proximal side of the wire was received for analysis. There are kinks present along the length of the wire. The fractured wire was submitted to the analytical lab for sem analysis to determine mode of fracture. Conclusion: the fracture surface was caused by a bending type overload. No material anomalies were observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B) (4).